Event description:
Patient had no osteophytes on anterior edge of tibial plateau. Too much anterior slope in the tibia cut. Lateral posterior foot of the tibial guide has a "downward slope or bend" like it was intended to fit into a significant lateral defect. No defect was present. Seating this foot on the existing tibial plateau resulted in a distinct anterior slope to the cut.

Manufacturer narrative:
Method - photo's. Results: indicates a hyper-extension due to a pronounced anterior slope to the recommended tibial cut. Conclusion: preoperative planning incorrect. Anterior slope of cut was due to hyper-extension of the knee during pre-op planning.